Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. Seroma and infection are listed in the instructions-for-use as possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent repair of an incisional hernia. A ventrio mesh patch 22.1cm x 27.1cm, reference number 0010216, lot number huzk0155 was implanted in patient during this repair. On (B)(6) 2016: the patient underwent a procedure for irrigation and debridement of an abdominal wall seroma. On (B)(6) 2016: the patient underwent a procedure for irrigation and debridement of patient's non-healing abdominal wound. On (B)(6) 2017: the patient underwent surgery to explant the infected incisional hernia mesh. On (B)(6) 2017: the patient underwent a procedure for irrigation and debridement of patient¿s non-healing abdominal wound. As alleged, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.